Event description:
Patient had elective total knee replacement with hemovac drain placed on (B)(6) 2015. Postoperatively the patient had the hemovac drain removed. Patient discharged home on (B)(6) 2015. Postoperatively the patient complained of intermittent pain in the knee. An x-ray in surgeon's office revealed a retained piece of hemovac drain. On (B)(6) 2015 surgeon's office scheduled patient for possible poly exchange of right total knee with a diagnosis of right knee foreign body. Partial (end) of hemovac drain removed from right knee. Operative note on (B)(6) 2015 lists a diagnosis of retained foreign body right knee with findings of intact piece of hemovac drain within the suprapatellar pouch attached to superior extensor mechanism. Patient was discharged in good condition after an overnight stay.